Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a descending dissection and a 5.5 in diameter thoracic aortic aneurysm on the thoracic aortic arch. A left carotid to left subclavian bypass was done as a planned prior to the procedure. There were no complications and the patient was fine. Seven days post index procedure a proximal type 1 endoleak developed and there was flow into the dissection plane. The physician decided to perform a bypass from the ascending thoracic aorta to the innominate artery. There was still an endoleak into the dissection plane and rather than tie it down the physician decided to pack the dissection plane with coils/thrombin. After this the patient had a stroke and did not wake up. The physician thinks that the thrombin caused the stroke. It was reported that the patient expired fifteen days later.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke, death),unapproved use of device (pre-implant dissection). Evaluation, conclusion: user error contributed to event (pre-implant dissection).